Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the battery moved when it was first implanted. The patient had coupling issues. The rep walked the patient through the antenna locate feature. No symptoms or further complications were reported.